Manufacturer narrative:
The returned product was visually evaluated, no signs of manufacturing defects or excessive wear were identified. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Report one of two for the same event, see also 1032347-2015-00370.

Event description:
The clinical research department was notified of a tmj revision. The patient diagnosis and reason for the revision were not provided. Attempts for additional information have been made, however the surgeon's office is unable to provide any additional information at this time due to limited information to identify the patient.

Manufacturer narrative:
The device was returned and analyzed as part of (B)(6). This supplemental report is late information received from (B)(6), which was reported as expected to (B)(6), but inadvertently not recognized as 803 reportable until after the close of the study. According to the study: no failure mode was identified. Additionally, the patient had a history of sensitivity to metal jewelry. The device was replaced with a titanium version of the component resulting in a significant improvement post operation of her symptoms (pain and swelling). This clinical course supports metal sensitivity (probably to nickel) as a probable cause of failure. The pathology report shows ¿rare giant cells with foreign material seen in the interpositional tissue.¿ however, this incidental finding, as well as a certain degree of ankylosis observed during the explantation, seem unrelated to the cause of failure of this device as clinical improvement was obtained with replacing the standard component with a titanium version. The contraindications in the package insert state this type of event can occur.

Event description:
The clinical research department was notified of a tmj revision. The device was replaced with a titanium version of the component resulting in a significant improvement post operation of the patient's symptoms (pain and swelling).